Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+) was explanted due to a change in visual acuity and the patient's complaint of "haze" after completion of lock-in treatments and a new lal+ implanted as a replacement.